Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that corner of sling came off of hook while lifting resident and resident slipped out and fell. Resident hurt her hip and was rushed to hospital. Sling was inspected afterwards and no signs of wear found. Inspection of lift after the incident showed that the sling retaining clips were missing so they ordered in a new set of clips to fix the lift. Maintenance supervisor could not recall when the lift had been serviced. To note: the sling used was not a joerns sling. Complaint #(B)(4) was entered into our system.